Event description:
Patient was a transfer from vb-micro hospital. Patient was preparing to discharge, discontinued IV fluids and flushed 20 gauge left antecubital IV with 10 ml saline. Upon flushing IV, it was clean, dry, no leakage or infiltration seen. About 10 minutes later, when removing the IV catheter, the nurse noted resistance. It was noted that the intravenous catheter was not intact. Attending was notified of the situation and x-rays and ultrasound were ordered. Surgeon was contacted to assess patient and remove catheter at bedside. Surgeon came to bedside and attempted to remove catheter at bedside without success and asked for patient to be taken to or stat. An ultrasound was used to verify the location of the foreign body. The foreign body appeared to be within the vessel. There also appear to be some clot like material within the vein. Local anesthetic was instilled to the area of the vein and a skin incision was made with a 15 blade. Dissection down to the vein was done with a pair of metzenbaum scissors. The vein was identified and vesseloops were placed around the vein. The vein was carefully opened and significant of clot was identified. Clot was removed. Venotomy was extended till the catheter was identified and removed. Catheter was removed. Measurements were 2.5 cm. There still appeared to be significant of clot within the vein. Careful removal of the clot was obtained however there appeared to be significant amount of clot. Despite that this was superficial veins in the aneurysm for possible distal clot embolizing this into ligate the vein was made. Clips placed distally and proximally on the vein. Then the wound was copes irrigated. All irrigant was removed. Proper hemostasis was observed. Then the skin incision was closed in layers with suture. Appropriate dressings were placed. Patient was woken, transferred to stretcher, taken to recovery room to recover. All sponge and instrument accounted for at the end case with patient tolerated seizure well, with no complication.